Event description:
It was reported that the pain pump which had been placed following a shoulder surgery stopped working after delivering only 169ml of medication. The pt removed the pump without complications and continued taking the oral medication which had been prescribed at the time of discharge.

Manufacturer narrative:
The pump was discarded following removal by the pt.